Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. On the same day, it was reported that at approximately 3:00 pm, the patient experienced a sudden loss of consciousness (loc) lasting an estimated 10¿15 seconds while seated on his front porch. Of note, the patient was using an omnipod 5 insulin pump at the time of the event. The patient did not recall experiencing symptoms prior to the episode. The last known glucose reading before the event was reported to be approximately 150¿160 mg/dl, and the patient also reported having erratic cgm readings earlier in the day, including a display of ¿high¿ (no numeric value reported). The patient¿s wife witnessed the event as she arrived at the home and immediately contacted emergency medical services (ems). The patient was transported by ambulance to the emergency department (ed). The patient could not recall specific glucose readings obtained during ems transport and reported that no medications were administered by ems. At approximately 3:30 pm, upon arrival at the ed, the patient reported feeling stable. During the visit, the cgm displayed 156 mg/dl with a corresponding fsbg of 72 mg/dl. The patient received food and IV fluids. The patient did not have any symptoms at that time and stated he felt okay. The patient remained in the ed for more than 24 hours but was not admitted. The prolonged ed stay was primarily due to plans for an endocrinology consultation, which ultimately did not occur due to provider availability. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.